Event description:
Pt being treated by visiting nurse/hospice. Central line placed in 11/98. Central line to be "discharged" and upon removal, met resistance and catheter broke off. Pt subsequently experienced seizure with hypotension and difficulty breathing.